Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant and tamper tube of an 5f mynxgrip vascular closure device (vcd) did not deploy from the shuttle sheath. Device was removed and a new device was used. There was no reported patient injury. The user shuttled down completely with no significant resistance and no unusual force applied when retracting the sheath. No resistance or friction was experienced as the mynx vcd was advanced through the sheath, the sheath was not kinked or bent, and the advancer tube was not engaged or visible. The sealant did not deploy from the shuttle sheath. The device and packaging were inspected prior to use with no anomalies noted and the device storage temperature did not exceed 25°c. The mynx vcd was used in a diagnostic procedure with a retrograde approach by a user trained to the mynx device, and an unknown 6f sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, the vessel diameter was confirmed to be at least 5mm, there was no vessel tortuosity, and no pvd or calcium was present at the puncture site. The patient was not hospitalized or had no hospitalization extension as a result of the event. The user followed all appropriate deployment steps. The device was opened in a sterile field and was stored as per labeling. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion:as reported, the sealant and tamper tube of an 5f mynxgrip vascular closure device (vcd) did not deploy from the shuttle sheath. Device was removed and a new device was used. There was no reported patient injury. The user shuttled down completely with no significant resistance and no unusual force applied when retracting the sheath. No resistance or friction was experienced as the mynx vcd was advanced through the sheath, the sheath was not kinked or bent, and the advancer tube was not engaged or visible. The sealant did not deploy from the shuttle sheath. The device and packaging were inspected prior to use with no anomalies noted and the device storage temperature did not exceed 25°c. The mynx vcd was used in a diagnostic procedure with a retrograde approach by a user trained to the mynx device, and an unknown 6f sheath was used. The femoral artery¿s suitability, including insertion angle, was verified on angiography, the vessel diameter was confirmed to be at least 5mm, there was no vessel tortuosity, and no peripheral vascular disease (pvd) or calcium was present at the puncture site. The patient was not hospitalized or had no hospitalization extension as a result of the event. The user followed all appropriate deployment steps. The device was opened in a sterile field and was stored as per labeling. The device was not returned for analysis. The product history record (phr) review of lot f2522303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, even though it was reported that the user shuttled down completely with no resistance noted. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.